Event description:
It was reported that the foam tray had "retention" written on it with a bd vacutainer® blood alcohol determinations sodium fluoride: 100mg potassium oxalate: 20mg. This occurred with 100 tubes in 1 shelf pack and was discovered prior to use. The following information was provided by the initial reporter: foam tray has "retention" written on it under the plastic wrap.

Manufacturer narrative:
The following fields have been updated with corrected information: h.3 reason code for no evaluation: other. H.3. If other specify: see h. 10.

Manufacturer narrative:
Common device name: bd vacutainer® blood alcohol determinations sodium fluoride: 100mg potassium oxalate: 20mg investigation summary: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for the shelf pack labeled as retention samples with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Root cause description: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the foam tray had "retention" written on it with a bd vacutainer® blood alcohol determinations sodium fluoride: 100mg potassium oxalate: 20mg. This occurred with 100 tubes in 1 shelf pack and was discovered prior to use. The following information was provided by the initial reporter: foam tray has "retention" written on it under the plastic wrap.